Event description:
The surgeon was using an atw45 to staple the pulmonary vein. The stapler was reloaded with a trw45 reload. The surgeon stapled the pulmonary artery branch with the device. The device cut, but failed to occlude the artery. Significant blood loss ensued. The surgeon stated the device failed to staple anatomy and resulted in great blood loss. Hospital staff recorded lot numbers of both the stapler and reload and removed all items with those same lot numbers from hospital inventory.